Event description:
As the implantation procedure, it was reported that there were difficulties trying to get the lead implanted due to the stylet. Therefore, this lead was not implanted.

Event description:
At the implantation, it was reported that there were difficulties trying to get the lead implanted due to the stylet. Therefore, this lead was not implanted.